Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over-torque of the inner coil.

Event description:
Related manufacturer reference number: 2017865-2024-00942. It was reported the patient presented to the hospital for a scheduled procedure. The right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to retract the helix. A second rv lead used was also noted to exhibit failure to retract the helix. Both rv leads were removed and replaced. The patient was in stable condition.